Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered several inappropriate therapies causing therapy exhaustion. Boston scientific technical services (ts) discussed the patient¿s rhythm started as atrial fibrillation/atrial flutter and then became sinus tachycardia which got treated. Ts further described the rhythm characteristics. Device programming was performed at that time and the dosage of the patient¿s cardiac medication was increased. The crt-d was explanted approximately after four years due to normal battery depletion and was returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.